Event description:
It was reported that during an unknown procedure, the clip fell out when it was fed into the jaws. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. Finally, the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. No incident related to the reported event was observed during the batch record review.